Event description:
Event description cpi received information that this bipolar endocardial lead (4261) was cut during a replacement procedure of an implantable pulse generator (ipg). The physician elected to remove the (4261), and replace it with a (4285).